Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was using cold insulin. Tandem technical support informed the customer that cold insulin is off label per the tandem user guide. Customer continued using the existing cartridge. There was no adverse impact to customer's blood glucose.